Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer was able to successfully load the cartridge and resume insulin delivery. In addition, it was reported that the customer experienced low blood glucose (bg) levels (45 mg/dl). Contact stated that low bg's were due to residual lantus still being active in their body that has overlapped with insulin being delivered from the pump. Customer consumed candy to stabilize bg levels. Subsequently, the customer experienced elevated bg levels (311 mg/dl). Reportedly, the elevated bg's were due to the customer overcorrected low bg's with carbohydrates. Customer delivered a bolus to stabilize bg levels.